Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a surgery the patient's anterior longitudinal ligament was damaged during the llif procedure. This event occurred in japan.